Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. The reported error 41622 indicated a motor obstruction, and it was found during delivery testing that a torx plus screw was found obstructing the camshaft from turning. The damaged components were replaced to resolve this issue.

Event description:
It was reported that the pump exhibited error code 41622. The battery case was also broken. There was no patient involvement and no patient harm was reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.